Manufacturer narrative:
Concomitant medical product: 6996sq58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) ¿caused a problem¿, and the patient¿s body ¿rejected it¿. The ICD was explanted. No further patient complications have been reported as a result of this event.